Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a sensor error issue. Customer stated that she had also gotten a lost sensor and a motor error on the insulin pump. Customer found a no delivery alarm in her alarm history. Customer's blood glucose level was 97 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set for analysis. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.